Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative plugged in the dicom box. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not produce fluoroscopic x-ray. No patient injury was reported.